Manufacturer narrative:
This report is submitted on march 03, 2022.

Event description:
Per the clinic, the patient experienced a migration of electrode array. The patient underwent revision surgery on (B)(6) 2022 to reposition the device. The implanted device remains.